Event description:
Customer reported patient's heart rate decreased to under 50 bpm. Customer reportedly noted a visual alarm but no audible alarm. There was no reported patient injury.

Manufacturer narrative:
Investigation/conclusion: ge healthcare's investigation into the reported complaint is ongoing. A follow-up report will be issued when the investigation has been completed.